Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked from the air vent of the spike. This occurred during priming with 0.9% sodium chloride solution. There was no patient involvement. No additional information is available.